Manufacturer narrative:
Investigation summary: a 10012241 product was not available for investigation, however the customer confirmed that the complaint sample was from lot 23105028. Further information provided by the customer indicates that an occlusion was observed on connection to an unknown syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23105028 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 10012241 product over the past 12 months.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium closed male luer with female cap was disconnecting the following information was received by the initial reporter with the following verbatim:after taking medicine into the syringe resistance on the plunger is too high which makes it very difficult to use